Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Additionally, a stylet insertion test was performed and indicated no blockage in the lead lumen. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that since implant, the right ventricular (rv) threshold had increased significantly, and the rv sensing was decreased. It was suspected that there was likely a microdislodgement of the lead. The lead was replaced without complication and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that since implant, the right ventricular (rv) threshold had increased significantly, and the rv sensing was decreased. It was suspected that there was likely a microdislodgement of the lead. The lead was replaced without complication and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that since implant, the right ventricular (rv) threshold had increased significantly, and the rv sensing was decreased. It was suspected that there was likely a microdislodgement of the lead. The lead was replaced without complication and is expected to be returned for analysis. No additional adverse patient effects were reported.